Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their sensors do not function and an electrode was missing. The customer indicated that their blood glucose was unknown at the time of incident. Customer was advised that new sensors would be provided.